Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of four of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The patient stated they would complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. A visual inspection was performed and revealed no issues. The device received functional testing, including leak testing, clear-passage testing, clamp-function testing and simulated-use testing. Functional testing revealed no issues that could have caused or contributed to the reported issue. The cause of the reported issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.